Event description:
Report #2 of 2 for this event. It was reported a patient underwent a left total knee revision procedure approximately three (3) years later, the patient was diagnosed with aseptic loosening of the femoral component. It was reported the reason for the loosening was unclear. As a result, a year later, the patient underwent a second (2nd) revision procedure. No further patient impact was reported. No additional information is available

Manufacturer narrative:
D10: 02-11 232-02-03 - porous asymmetric femoral comp. Cr nº3 izq 274452; 02-012-45-3040 - logic fit 3f/4t tibial tray 274452; 200-02-32 - three-lug ball joint 32 mm 274452; 204-34-04 - ext. 14 x 40 mm stem 274452; 204-34-08 - ext. Stem 14 x 80 mm 274452; 208-01-03 - femur cc nº3 274452; 208-09-05 - 5 degree dc rod femoral adapter 274452; 208-23-13 - tibial insert cc 3.13 mm 274452. G2 (spain). H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01070. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. The revision may have been the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component. However, this cannot be confirmed because the component was not returned for evaluation and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.